Event description:
Covidien received information stating that the customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) due to missing segments on screen while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The user facility reported to have replaced the gui pcb. The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.(B)(4).